Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
(1/5, reference (B)(4) for related complaints) it was reported that the product has been chronically under- infusing medications that we use our cadd pump for (ampicillin, cloxicillin, penicillin g). At its best, it would under-infuse by at least 10% of total medication volume. At the highest, it has under-infused by nearly 50% of total volume. This has been the case for 5 different clients of ours. For 1 of our clients, the IV tubing would actually leak near the air filter (would be slightly wet and sticky on the outside of the air filter). No patient injury was reported.